Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs sys stimulation was ineffective in covering her painful areas beginning on (B)(6) 2013. The pt had multiple falls around the time in which stimulation became ineffective. An sjm rep met with the pt and was able to reprogram the pt's sys for effective stimulation. Additional info received on (B)(6) 2013 indicated x-rays previously taken indicated possible lead migration but reprogramming was able to provide stimulation in needed areas. Additional info received on (B)(6) 2014 identified the pt was scheduled to meet with her surgeon to discuss a possible revision. Pt's surgeon ordered x-rays to further evaluate the sys. Surgical intervention may take place at a later date to address the issue.